Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb), and updated the software. The ventilator passed extended self-testing (est), short self-tests (sst), and performance verification testing (pvt). It was calibrated, and the unit was operating within manufacturer's specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling, and became inoperable. There was no pt involvement.